Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of fenestrated bipolar forceps got broken. No tissue was grasped and no injury nor any fragments were there. The procedure was completed successfully. The instrument had 10 lives left. The procedure was completed with no reported injury.